Manufacturer narrative:
The exposed portion of the soft cannula was observed to be short. The soft cannula length was measured to be below specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin.

Event description:
It was reported the patients blood glucose level rose above 300 mg/dl and insulin was leaking while wearing the pod between 24 and 36 hours on the leg. No treatment was provided.